Manufacturer narrative:
(B)(4) anterior capsule tear. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient experienced anterior capsule tear in left eye post treatment. Surgeon adjusted the circular movement in the opposite direction to avoid the tear. Was able to insert the iol successfully and without any complications.

Manufacturer narrative:
On the initial report the date of this report field was not populated. The date of 6/22/2016 should have been entered. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, device history records and risk documentation reviews for this equipment were performed. The review of the device history record (DHR) for the catalys system showed that there were no issues or non-conformities. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. Based on the investigation no problem was found. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.